Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of egms observed noise on the sense/pace channel and on the rv-coil to can channel. The noise was reproducible. Since the patient did not receive inappropriate therapy, the physician elected to monitor the lead.